Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported when the reservoir was inserted to the insulin pump, insulin started to pour out. Customer's mother used a new reservoir and it fixed the issue. Customer's mother stated when the motor was close it started to drip and when she released the act button, insulin was still squirting out. Customer's mother stated she fixed the issues by changing out the reservoir and stated issue had occurred previously but the issue was the infusion set. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.